Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-jul-2018 with the following findings: during investigation, the keypad was intact. The pump was unresponsive and had no power. The allegation of under responsive keypad buttons was unable to be adequately investigated due to the unresponsive pump. Unrelated to the original complaint, corrosion was found in the battery compartment and behind the display lens. A leak test was found in the battery compartment. The battery compartment was cracked above and below the bumper pad. The keypad cover was removed to find no contamination under the button contacts. The pump cover was removed to find internal moisture found on the printed circuit board and keypad connector.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok/enter button was under responsive on the keypad. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.